Event description:
The customer stated, that after running a study on both the axsym digoxin iii and axsym digoxin ii assays, the same pt sample generated a result with the digoxin ii assay, but generated error code# 1113 (invalid test result, read value number) with the digoxin iii assay. There was no impact to pt management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.